Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Complainant states she does not know how long fms had been used on this patient and verifies she does not have the lot number of the item. A replacement product is being sent to complainant. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected.

Event description:
According to the complainant, about one month ago while the fms device was being used on a bariatric patient in the ICU setting, the fms was found to have stool leaking around it so it was deflated and removed from patient. It is reported that within a few minutes during reinsertion, the balloon was attempted to be reinflated; however, the balloon would not reinflate at that time. Lastly, it is reported that three attempts were made to reinflate and that the malfunctioned fms was discarded and a new kit was opened and inserted without any issues.